Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the name of the initial procedure? What was the date of the initial procedure? How was the suture tied (square knot or multiple knots one end)? On what tissue was the suture used? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? How was suture initially placed (interrupted or continuous)? When did the patient present with symptoms? Was there any precipitating stress factor for the sutures breakage? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? What intervention was performed for this suture event? Was an additional procedure indicated? Please describe what was done. What was the date of the re-operation? What was the appearance of the suture during the second procedure? Were the sutures broken? Can you describe the appearance of the knots? Did the knots un tie post op? The patient demographic info: age, gender, weight, bmi at the time of index procedure does the patient have any pre-existing medical conditions? Is the actual sample available for analysis? Are any unopened samples of the same lot number available for analysis? Are there any pictures available of the broken suture? Any additional information.

Event description:
It was reported in maude report #mw5072271 that the patient underwent an unknown procedure on (B)(6) 2017 and suture was used. Following the procedure, the suture broke at home and the wound opened. The patient returned to the physician¿s office for wound repair. Additional information has been requested.

Manufacturer narrative:
Pc-(B)(4). Date sent to the FDA: (B)(6)2018. Possible code and lot reported: batch hg2436 ¿ j416h mfg date 6/20/2014, exp date 1/31/2019. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Product complaint # ==> pc-000043096 additional information corrected information. Additional information - the actual device product code and batch number associated with this event is not known. Three possible batch numbers are reported as follows: product code j426h batch lcz272 mfg date: (B)(6) 2017, exp date: (B)(6) 2022 product code j426h batch lek208 mfg date: (B)(6) 2017, exp date: (B)(6) 2022 the device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Product code j416h batch hh2287 mfg date: unk, exp date: unk additional information was requested and the following was obtained: what was the name of the initial procedure? Left nipple exploration what was the date of the initial procedure? (B)(6) 2017 how was the suture tied (square knot or multiple knots one end)? Subcuticular on what tissue was the suture used? Breast what was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Normal how was suture initially placed (interrupted or continuous)? Continuous when did the patient present with symptoms? (B)(6) 2017 was there any precipitating stress factor for the sutures breakage? No did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? No what intervention was performed for this suture event? Was an additional procedure indicated? Please describe what was done sutures broke at home and patient returned to physician office. Physician placed monocryl sutures, steri strips and dry sterile dressing. What was the date of the re-operation? (B)(6) 2017 what was the appearance of the suture during the second procedure? Unknown were the sutures broken? Sutures broke at home post op can you describe the appearance of the knots? Did the knots un tie post op? Post operatively the sutures were intact, the sutures broke at home. The patient demographic info: age, gender, weight, bmi at the time of index procedure 54, f, (B)(6) kg, (B)(6) does the patient have any pre-existing medical conditions? Unknown is the actual sample available for analysis no are any unopened samples of the same lot number available for analysis? No, these were sent back to the manufacturer upon request are there any pictures available of the broken suture? No any additional information no

Manufacturer narrative:
Product complaint # ==> pc-000043096 additional information: possible code and lot reported: batch hh2287 ¿ j416h mfg date (B)(6) 2014, exp date (B)(6) 2019 batch hg2436 ¿ j416h mfg date unk, exp date unk the device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Device evaluation: possible product code j426, lot # lcz272 representative samples were returned for evaluation. They were visually and functionally examined for tensile strength and they met the requirements. Possible product code j426, lot lek208 representative samples were returned for evaluation. They were visually and functionally examined for tensile strength and they met the requirements. Possible product code j416, lot hh2287 representative samples were returned for evaluation. They were visually and functionally examined for tensile strength and they met the requirements. Possible product code j416, lot hg2436 representative samples were returned for evaluation. They were visually and functionally examined for tensile strength and they met the requirements.

Manufacturer narrative:
Product complaint # ==> pc-000043096 additional information. Possible code and lot reported: batch hh2287 ¿ j416h mfg date (B)(6) 2014, exp date (B)(6) 2019 the device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Device evaluation summary: the actual device involved in this event was returned for evaluation. The evaluation found body fluids along of the strand and the ends were cut appears to be by use of a surgical instrument was observed. The product contains a vicryl suture and the suture is absorbable, the sample was received opened and the time of exposure that has the suture in the environment could not be determined. According the sample condition, the assignable cause of breakage suture, suggest an improper handling of the sample and the tested sample met the finished goods requirements. In handling this or any other suture material, care should be taken to avoid damage from handling. Avoid crushing or crimping damage due to application of surgical instruments such as forceps or needle holders. Representative sample was returned for evaluation. They were visually and functionally examined for tensile strength and they met the requirements.